Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheterization, the guidewire lost its ¿texture¿ and felt particularly ¿soft,¿ coiled and unraveled, and greatly impacted the quality of the procedure. There was nothing unusual observed on the device prior to use. There was no excessive force used on the device. The catheter was not repaired. There was no leak. There was no cleaning agent used on the device. There was no luer adapter issue. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The product was not replaced as remedial action, but the operation was successfully completed. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during catheterization, the guidewire lost its ¿texture¿ and felt particularly ¿soft,¿ coiled and unraveled, and greatly impacted the quality of the procedure. There was nothing unusual observed on the device prior to use. There was no excessive force used on the device. The catheter was not repaired. There was no leak. There was no cleaning agent used on the device. There was no luer adapter issue. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The product was not replaced as remedial action, but the operation was successfully completed. There was no blood loss. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one guidewire, that was visibly kinked and flimsy. There appeared to be no other abnormalities with the device. It was reported that the guide wire was frayed. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.